Manufacturer narrative:
Analysis of the returned device shows that it was visually confirmed that approximately ~10mm of the instrument tip has been broken off, consistent with interface during usage. Inspection of the shaft diameter and material hardness confirmed conformance to print specification. Fracture surface analysis of both instruments identified a fairly flat fracture surface and circular material movement, consistent with torsional overload. The above findings are consistent with torsional overload.

Event description:
It was reported that a patient underwent an unknown spinal fusion procedure at s1. It was noted that the patient had "very sclerotic bone". During the procedure, the tip of the awl broke and was unable to be removed. It remains in the patient. No further details are known at this time.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.